Event description:
It was reported to medtronic minimed that the customer experienced no communication other device to mobile. The customer reported no adverse event. The event involved product(s) mmt-8400. Completed reset network settings process on mobile device but issue was not resolved. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated no harm requiring medical intervention was reported. No product return is required for mmt-8400.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event using simplera 1.3.2 on iphone12 using ios 17.1 was conducted and confirmed that issue is not reproducible at this time. The software did successfully adhered to the specified requirements and performed in accordance with the expectations specified in the configuration document d00422657_f cause and or contributing factors: however after conducting a thorough investigation, we have identified that the reason for the unsuccessful sensor pairing is a sake handshake failure during the device check step of the sake key retrieval process failure on the teneo server side. To perform the device check teneo servers were going to the apple url' https://api.development.devicecheck.apple.com/v1/query_two_bits which has worked for 5 years without issue. It appears this url will no longer accept the teneo servers private keys as apple has started requiring the use of the url ' https://api.devicecheck.apple.com/v1/query_two_bits. The issue was resolved on the teneo server side. To assist with the resolution of the issue, in case the user faced this issue during the initial sensor pairing through the startup wizard: settings > general > iphone storage > simplera app > delete app. By performing this step the customer will remove all the cached information related to the app. Remove the sensor from the ios bluetooth settings. Restart the phone. Install the simplera app. Wait 10 minutes. Open the app and attempt pairing again. If the issue is not resolved, wait 15 minutes and try all steps again. In case the user faced this issue while re-pairing with the sensor : if youre on the sensor pairing screen, exit it and navigate to the home screen of the app. Remove the sensor from the ios bluetooth settings. Navigate to the sensor pairing screen. Attempt pairing again. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.